Event description:
This lead was explanted due to a storm-like occurrence or multiple simultaneous events, such as noise and replaced with a competitor's device. Currently, this is all of the info available at this time. As more info becomes available, this report will be updated. On (B)(6) 2010 - iegm was sent into biotronik today. The event appears to be noise and there were 2 incidences of inappropriate shock.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.